Event description:
The customer reported a leak from the modular chemistry sample probe on the unicel dxc800p synchron chemistry analyzer. The customer also reported vacuum was not operational. The customer stated the fluid is coming out of the collar wash and was contained within the instrument. The customer cleaned the leak with a gauze. The customer did not report collar wash obstruction the customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place.

Manufacturer narrative:
On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse found a clot occluding the modular chemistry sample valve. The fse removed the occlusion, which resolved the issue. Service activity performed is verified to meet the specified requirements per established procedures. The root cause of the event was the obstruction of the modular chemistry sample valve. (B)(4).